Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added h6 impact code. H6 impact code: appropriate term / code not available (f28) is utilized to capture death (f02). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Extraction of implants for infection. Implants removed were a corail non collared standard 14 stem and a 1200 series duraloc 58 mm cups with a 32 10 degree liner patient passed away after the case as a result of the infection he was battling. The primary surgery date is not known, but estimated to be 17/18 years ago. No further details of the products involved will be able to be provided. The patient was very sick prior to the revision surgery and was in intensive care with sepsis. When the hip was opened a large volume of pus was present. No further information is provided.